Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) was indicating that the alarm was going off but was unsure what the alarm was and noting that there was a puddle and source was not known. The tsr had the hp press stop on set up and arrow down to alarm log and found a system error 2240 followed by a system error 2367. The tsr advised the cg to dispose of current supplies and start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(4) 2012. The caregiver stated the following: the cause of the alarm was unknown and new supplies were used to clear the alarm. A companion sample was available and requested. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.